Manufacturer narrative:
No further information is available at this time. This investigation will be updated should further information become available.

Event description:
It was reported that his pacemaker and another manufacturer's right atrial (ra) lead exhibited high out of range pace impedance measurements, therefore a lead safety switch occurred. Device data review revealed this device also recorded an episode of oversensing of noise. Technical services discussed possible causes. This device remains in service and will continue to be monitored. No adverse patient effects were reported.

Event description:
It was reported that his pacemaker and another manufacturer's right atrial (ra) lead exhibited high out of range pace impedance measurements, therefore a lead safety switch occurred. Device data review revealed this device also recorded an episode of oversensing of noise. Technical services discussed possible causes. This device remains in service and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that his pacemaker and another manufacturer's right atrial (ra) lead exhibited high out of range pace impedance measurements, therefore a lead safety switch occurred. Device data review revealed this device also recorded an episode of oversensing of noise. Technical services (ts) discussed possible causes. This device remains in service and will continue to be monitored. No adverse patient effects were reported. Additional information was received indicating the non-boston scientific right ventricular (rv) lead had a possible insulation breech, exhibiting low, out-of-range pace impedance measurements of less than 200 ohms. Ts was contacted, and ts noted increased thresholds, noise, small r-wave signal amplitude, undersensing and loss of capture on the presenting electrogram. The device and non-boston scientific lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in (B)(6) 2020 to stabilize the electrical connection between the spring contact and the lead terminal.